Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an esophageal perforation occurred. During a left atrial appendage (laa) closure procedure a 27 mm watchman ® laa closure device was deployed and released. However, while extubating the patient, an esophageal perforation was found and was visualized through a esophagogastroduodenoscopy (egd) test. The perforation may have occurred with transesophageal echocardiogram (tee) probe during the tran-septal puncture. The patient was taken to the intensive care unit (ICU) where clips were put in to seal to perforation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician felt that the transeptal needle may have caused the perforation as the puncture was noted to more posterior. The patient remained asymptomatic and there was no pericardial effusion. However, when the tee probe was removed there was blood apparent on the device.